Manufacturer narrative:
(B)(4). Date sent: 2/4/2016. Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you confirm the clip formation? Were the clips malformed? Were the clips scissored? Did clips fall off of the tissue or vessel they were applied to?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips of the device did not clip very well; they kept coming off. The case was compiled by using the device. There were no patient consequences reported.